Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the bile duct and the side car was found to be torn and could not be back-loaded along the guide wire. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer's husband reported getting an error-4 message on their freestyle meter and as a result of being unable to test, the customer reportedly experienced seizure while she was sleeping. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.